Event description:
Patient reports being on retainers, not aligners and is having oral surgery on friday ((B)(6) 2024) to remove a capped, root canal #30 tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.